Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that during a replacement surgery a replacement device was tried, but "would not go in". There were no symptoms reported. There was no troubleshooting or interventions reported. Additional information was requested to obtain the device, but the healthcare provider had no records of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.